Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device finds the cutting block is bent. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the part were broken during a cadaver lab training on (B)(6) 2018 . Received broken part from warehouse on (B)(6) 2018. The (B)(6) has stripped threads. The (B)(4) locking mechanism won't lock.